Event description:
Additional information: the insulation on the extension wire was initially reported as fractured and ¿frayed off.¿ the patient was ¿going to bed every night thinking she¿s going to die in her sleep.¿

Manufacturer narrative:
(B)(4).

Event description:
Further information from the physician revealed that he did not believe the patient was shocked, nor did he think the lead was fractured. The physician thought the pediatric patient was 'just growing taller.' The x-ray results showed the wire didn't uncoil, and thus did not give the extra 'slack' the patient needed for growth. The physician reported to be lowering the stimulation gradually, with the plan to eventually turn off the device, or leave at zero volts. The impedance measurements were reported as 'fine.' It was also reported the family was consulting other physicians and the patient's outcome is currently unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a quick, shocking pain in neck the morning of (B)(6) and a neurologist advised her to go to the ER. X-rays were taken at the ER and sent to the implanting physician, who believed that the extension was fractured about three finger widths above her collar bone. This section of the extension appeared differently than the rest of the extension length, and appeared to be missing its insulation; however, it was noted that the extension had different thicknesses along its length on x-rays, and that insulation material was not visible on x-rays. It was also reported that the patient experienced shocking during the x-ray. The implant had been turned off since (B)(6) around 7 pm, and the patient had not had a return of dystonia but was still feeling pain in neck. The patient couldn't remember if it was similar pain to that experienced on (B)(6). It was noted that the patient was limited due to a stroke suffered in 2010. It was thought that the extension may have been slightly protruding as the patient had grown since implant, and the extension was visibly taut along the neck and there were no stress loops visible. Impedances were all in normal range and the patient was getting therapy, however the patient had a unique type of dystonia and her hcp was weaning her off stimulation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37651, serial # (B)(4), product type recharger; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot # v371989, implanted: (B)(6) 2010, product type lead. (B)(4).